Event description:
Per pathology report: the valve measured 2 cm in diametr and contained 2 semicircular disks within the sewing ring surrounded by a rim of tissue. There was vegetation and thrombi on the valve. There were also fragments of yellow-tan tissue, measuring 7x7x1.4 cm in aggregate.